Event description:
Staff obtained a pulse ox monitor from the charging station with the intent of connecting it to the patient to measure oxygen saturation. When it was connected to the patient, the monitor would not turn on. Another device was obtained.